Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent follow-up visit, upward trending thresholds and high out of range pacing impedances measurements, were exhibited. It was additionally noted that rv intrinsic amplitudes were good and no noise or inappropriate sensing was noted. As such, root cause of the high impedance measurements is likely related to a lead tip/tissue interface anomaly. To date, no invention was required and no resulting adverse patient effects were reported. Continued close monitoring was recommended.